Manufacturer narrative:
A customer from (B)(6) reported to biomérieux a reproducibility issue in association with vidas® tsh for two patients. An investigation was performed. Information on the lot used by the customer was not provided. Quality records were reviewed for vidas® tsh since 2016, and there were no complaints or similar issues found. Twelve (12) internal quality control samples for eleven (11) lots present in the field, showed that vidas® tsh parameters are in the trend of other lots, and the samples are in the expected range. The customer did not provide a returned sample. Without this sample and more information concerning the vidas® tsh lot number, we cannot continue the investigation. The performance of vidas® tsh is within the expected specifications.

Event description:
A customer from (B)(6) reported to biomérieux a reproducibility issue in association with vidas® tsh for two female patients (B)(6) of age. The customer stated initial and repeat test results were different. The test results were: patient 1: tsh=12.11, tsh=5.15 - repeated next day. Patient 2: tsh=10.94, tsh=4.33 - repeated next day. The customer stated both females were healthy without thyroid symptoms and drug treatment. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. The customer reported the vidas® machine was serviced and the issue was resolved. A biomérieux internal investigation will be initiated.